Manufacturer narrative:
On 11/12/2019, it was found that the initial report contained an incorrect statement indicating that a manufacturing record evaluation had been performed for the complaint device. However, the lot number of the complaint device was not reported, and as such, no manufacturing record evaluation can be performed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with an unspecified saline implant and experienced postoperative deflation. As a result, the patient underwent removal on (B)(6) 2019. It is not conclusively known at this time which side the device was used for. Mentor received very little information about this case. If additional information is received in the future, this file will be updated, and a supplemental report will be submitted.